Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported detachment of lever stem was confirmed as the returned device analysis observed a broken lock lever threaded shaft. The reported gripper cap was on too tight was not confirmed. Due to the condition of the returned device (broken lock lever threaded shaft and lock lever cap was not returned), the reported lock lever leak and mechanical jam (lock lever) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported detachment of lock lever stem, gripper and lock lever caps too tight in this incident could not be determined; however, the reported leak was due to the broken lock lever threaded shaft. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that before use, a leak was observed in the clip delivery system (cds) and the entire stem of the lock lever separated, which, if during use, has the potential to cause or contribute to patient injury. It was reported that during preparation of the cds, it was noted that the gripper and lock lever caps were on very tight. Hemostats were used to loosen the caps. After the caps were loosened, there was no issue with opening and closing the caps. After cds preparation was complete and before use, the drips were turned up and a leak was observed near the lock lever cap. The lock lever was unscrewed to investigate and the entire stem of the lock lever separated (not the cap). The cds was not used in the anatomy and was replaced. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.